Event description:
It was reported that during a hip arthroscopy using the speedstitch suturing device, the device would not fire correctly. This deficiency caused a surgical delay of 30 minutes while a back up device was located. The procedure was completed and there have been no reported pt complications.